Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he was no longer able to communicate with his ipg using either the programmer or charging system. The patient stated he had not charged his ipg for approximately one month prior to the event. He also stated his ipg "feels different" and he may be feeling the edge of it. A new charger was sent to the patient which did not solve the issue. Follow-up pending.